Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, anxiety - product/procedure, inflammation/irritation, calcification, skin rash/dermatitis.

Event description:
Patient representative reported ¿recall of natrelle prostheses¿, ¿panic attack¿, ¿development of autoimmune/inflammatory syndrome induced by adjuvants (asia)¿, ¿asia syndrome¿, ¿breast pain¿, ¿severe pain in breasts¿, ¿chronic inflammatory process¿, ¿left breast nodule¿, ¿calcifications ¿, ¿psychologically downcast, discouraged, depressed, anguish, sadness, bitterness ¿, ¿fatigue¿, ¿intense fatigue¿, joint pain¿, ¿severe pain in the spine and neck¿, ¿pain in the legs¿, ¿a lot of dizziness¿, ¿felt severe dizziness¿, ¿difficulty concentrating¿, ¿weight gain¿, ¿insomnia¿, ¿hair loss¿, ¿blurred vision¿, ¿low level of vitamin b12 and anemia iron deficiency¿, ¿vertigo¿, ¿shortness of breath¿, ¿could not breathe¿, ¿migraine¿, ¿headache¿, ¿tingling limbs¿, ¿tingling in the legs¿, ¿enlarged lymph nodes in the head¿, ¿skin rash and acne¿, ¿skin rash episodes¿, ¿vomiting¿, ¿nausea¿, and ¿had 2 fever peaks¿ for the right side. Device has been explanted.